Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 6 years and 6 months. (B)(4). The pump was returned to the manufacturer for evaluation. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which indicates that it was present while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed pale yellow, non-laminated depositions in the lumens of the inlet tube, knitted graft, inlet elbow, outflow graft attachment outflow elbow, and on the body of the rotor. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump thrombosis was suspected. The patient was treated with IV anticoagulation, however no other intervention was performed as the patient was not a candidate for a pump exchange and the patient expired. A patient history of previously unreported right heart failure, driveline infection, sepsis, and gi bleeding was provided; however, no further details were given.